Manufacturer narrative:
The device was returned for evaluation in good physical condition. Functional test was performed and the reported problem was not duplicated. Testing was performed and the device did not find downstream occlusion failed at under 9psi, instead it was at 24psi. Therefore, no problem found with the issue. However, as a preventive measure, the downstream occlusion sensor was replaced. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the product failed downstream with an occlusion test at under 9psi. No patient injury was reported.